Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Event description:
It was reported that the device needed maintenance. During the device's evaluation, ventec observed that it was providing inaccurate fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing inaccurate fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the oax board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the oax board.